Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert for related implants that state that this type of event can occur: under precautions, it states, "surgical instruments are subject to wear with normal usage. Instruments that have experienced extensive use or excessive force are susceptible to fracture."

Event description:
It was reported that patient underwent hip arthroplasty procedure on (B)(6) 2012. During the procedure, the surgeon noted a crack on the inserter following impaction. The surgeon stopped impacting and removed the acetabular cup from the patient's body, when he went to remove the acetabular cup from the inserter, the inserter fractured. The procedure was completed using another instrument with no significant delay or patient injury reported.

Manufacturer narrative:
A design change was made to this product which changed the instrument from a two piece design to a single piece design.